Event description:
Two days following the successful implant of an excluder bifurcated endoprosthesis device, a proximal type I endoleak was detected. An aortic extender was placed to seal the proximal endoleak. Final angiography indicated the type I endoleak was resolved. Patient status is fine.